Event description:
As reported by the (B)(4) study, a patient experienced a myocardial infarct approximately twenty-seven months after the index procedure. At the time of the index procedure, the patient underwent placement of three cypher stents (2.5 x 13mm, 2.5 x 28mm and 2.5 x 23mm) in the proximal right coronary artery due to acute coronary syndrome. There was no residual stenosis and timi iii flow. Then twenty-seven months after the index procedure, the patient experienced an mi. There were no recurrent ischemic symptoms lasting 10 min or more reported, nor new st elevation depression. Cardiac enzymes were not collected nor an EKG done. Angiography was performed, however, results were not provided.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced multiple episodes of angina, restenosis and mi post index procedure. At the time of the index procedure, the patient underwent placement of three cypher stents (2.5 x 13mm, 2.5 x 28mm and 2.5 x 23mm) in the proximal right coronary artery due to acute coronary syndrome. There was no residual stenosis and timi iii flow. Addendum: this patient was admitted with acute coronary syndrome, but was diagnosed as unstable angina, and not an mi. Cardiac enzymes were done, and found to be mildly elevated. ECG was also performed. Coronary angiography was done on 4-16-12, with 20-30% in-stent restenosis noted throughout the proximal (20%) and mid (30%) rca, but pci was not done due to concerns about how patient would have to be placed on dual antiplatelet therapy, because of recent bleeding events. The patient had been hospitalized twice in previous 90 days with anemia and bleeding. Medical therapy, including up-titration of anti-anginal therapy was recommended for the patient. The patient will be followed in clinic and pci considered if symptoms persist. Additional information received from the site on (B)(6) 2012, the patient experienced an mi on (B)(6) 2012. There were no recurrent ischemic symptoms lasting 10 min or more reported, nor new st elevation depression. Cardiac enzymes were not collected nor an EKG done. Additional information received on (B)(6) 2012 from the site reporting that a diagnostic cath was performed on 4/16/12 (this info was been previously captured). Also reported at this time, on (B)(6) 2012, the patient had a des implanted to the distal rca. Per the investigator, the new lesion was not within 5mm of the cypher stent. The patient was treated successfully and released from the hospital that week in stable condition. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15277135 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00464, 3003742446-2012-00465 and 3003742446-2012-00466.